Event description:
The customer obtained results of 258mg/dl and 119mg/dl on the same device within 2 minutes. The customer reportedly injected 7 extra units of humalog based on the result of 258mg/dl. No adverse event reported and no treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.